Event description:
During a period of one day, the customer received sodium results that seemed too low for four patient samples. The customer repeated the samples, on (B)(6) 2010, using the same cobas c111 analyzer, serial number (B)(4). Patient 1, initial result was 126 mmol/l. The repeat result was 138 mmol/l. Patient 2, female, born (B)(6), initial result was 130 mmol/l. The repeat result was 141 mmol/l. Patient 3, female, born (B)(6), initial result was 125 mmol/l. The repeat result was 137 mmol/l. Patient 4, female, born (B)(6), initial result was 132 mmol/l. The repeat result was 144 mmol/l. The initial sodium results were not reported outside the laboratory. The patients were not affected. The sodium electrode lot number was 21594715. The field service representative found the calibration changed due to the reagent calibrator change. He ran ise performance checks, calibration and quality control which were acceptable.